Event description:
A customer reported experiencing a tandem mobi cartridge alarm during the load process. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer had a history of this alarm with the same pump, and technical support confirmed the cartridge alarm. In response, a replacement pump was provided, and the customer continued using their current pump for insulin delivery. Technical support advised the customer on preparing the existing pump for return and understood the instructions for using the replacement.